Manufacturer narrative:
The insulin pump received with no act button response due to a flattened button dome switch. No button error alarms noted during testing. The device had a scratched lcd window, cracked case at the display window corners, and cracked reservoir tube lip. The device had no moisture damage inside the device. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 327 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.